Event description:
On (B)(6) 2008, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unk date, computed tomography (CT) scan revealed a type ii endoleak arising from the inferior mesenteric artery (ima). It was reported the type ii endoleak persisted, first from the ima, then from the lumbar arteries, despite multiple attempts at coil embolization to treat the endoleaks. The pt's aneurysm continued to grow to a reported 6 cm. On (B)(6) 2012, the gore excluder aaa components were removed, and the pt underwent an aortic bi-femoral bypass to treat the enlarged aneurysm. The pt tolerated the procedure. The explanted devices were destroyed at the facility.

Manufacturer narrative:
Other excluder component include in this report: (B)(4). A review of the mfg records for the device verified that the lot met all pre-release specs. Per the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. Specifically, the IFU warns that adverse events that may occur and/or require intervention include, but are not limited to endoleak.